Manufacturer narrative:
A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event were noted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after initial multiple passes, it was noticed that the cutter would not completely turn off and pack. The device was removed and procedure was completed with a new device. No patient injury was reported. Analysis of the returned device was completed on march 7th, 2016. The customer experience of the turbohawk being unable to open or close the cutter could not be duplicated. The returned device did perform as intended however, the cutter head and distal edge of the cutter window did exhibit signs of cutter interaction. Chips in the cutter head were noted and nicks were noted in the distal edge of the cutter window.